Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause for the foreign material remaining inside the nozzle could not be determined. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection and preventative measures in the instruction manual reprocessing manual gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer and it was confirmed that there were deviations from instructions for use (IFU) as the customer did not clean, disinfect, and sterilize the device before sent it to olympus. Olympus will continue to monitor field performance for this device.